Event description:
It was reported that a polarx catheter was selected for use. Console detected blood in the catheter. It is unknown if blood was visible. No patient complications were reported. Replacing the catheter resolved the issue. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.